Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient sustained a burn during charging.

Event description:
It was reported that the patient sustained a burn during charging. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). The patients ipg was replaced with a non-rechargeable device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.